Manufacturer narrative:
D10 concomitant products: (B)(6) - 02-010-01-0240 - logic femoral ps cem left sz 4, (B)(6) - 02-010-01-0340 - logic femoral ps cem right sz 4, (B)(6) - 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm, (B)(6) - 02-012-41-1010 - logic tibia traptray cem sz 1f/1t, (B)(6) - 02-012-41-4030 - logic tibia traptray cem sz 4f/3t, (B)(6) - 02-012-41-4040 - logic tibia traptray cem sz 4f/4t, (B)(6) - 02-012-44-2013 - logic tibia implant psc insert, sz 2, 13mm, (B)(6) - 02-012-44-4009 - logic tibia implant psc insert, sz 4, 9mm, (B)(6) - 142-28-00 - cocr fem head 28mm +0 offset 12/14, (B)(6) - 160-31-15 - pf spline plasma w/ha ext offset sz 15, (B)(6) - 200-02-32 - three peg patella 32mm, (B)(6) - 200-02-35 - three peg patella 35mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Event description:
It was reported that approximately 72 months after a total replacement procedure, the patient has experienced prosthesis wear, swelling/ edema, pain and osteolysis. No further issues or complications were reported. No additional information is available.